Event description:
The info provided to sjm indicated a 6f and this 8f angio-seal vip were selected for use in bilateral punctures in the common femoral arteries. The devices did not function properly and the pt experienced blood loss requiring 2 add'l units of blood and extended hospitalization. Reference 3003681312-2014-00014 for the 8f angio-seal device report.